Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the device exhibited 1545 ohms bipolar lead impedance and a capture threshold of 2v. At implant, the bipolar impedance was 700 ohms and the capture threshold was 0.5v. The pocket was opened and the lead tested normal. The lead and pacer header were cleaned and reconnected. Normal impedances and capture thresholds were observed.